Event description:
It was reported that allegedly the ivc filter was misplaced at deployment. Upon completion of a femoral deployment, it was noticed that the filter was deployed close to the bifurcation and was tilted. Without attempting a retrieval, and using the same femoral approach, the physician deployed a second filter just above. According to films, the placement of the second filter was perfect. Subsequently, the patient was being seen at a different hospital and on an incidental finding, under fluoro, it appeared that there was a metallic object located between the two filters. The source of the metallic object is unknown. The patient is reported to be asymptomatic; however, will undergo retrieval of the metallic object and both filters. The patient has multiple comorbidities, including neurological issues. No patient injury reported.

Manufacturer narrative:
A product evaluation could not be performed as the filter remains implanted. However, a review of case films was performed and showed a g2 express filter in a tilted configuration with crossed legs. A second filter, g2 filter, was placed above the g2 express filter. The positioning of the g2 express filter suggests that the user may have had a difficult deployment. The reported metallic object is a portion of the pusher wire. The image shows a pusher pad and a portion of the pusher wire that is distal to the spline. As evident of the condition of the g2 express filter, the pusher wire is most likely from the delivery system, however, it cannot be confirmed as the delivery system was not returned. Based on the film review, the investigation confirmed the broken component. However, the root cause is unknown. The current IFU (instructions for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: patient with history of deep vein thrombosis and pulmonary embolism was scheduled for inferior vena cava (ivc) filter placement. The left femoral vein was accessed and after positioning the filter system, the ivc filter dislodged and was in a transverse position over the iliac vein. Another ivc filter was advanced and appropriately positioned and deployed. Approximately one month post filter deployment, imaging demonstrated the superior filter in appropriate position below the renal veins with a detached limb located superiorly near the right renal takeoff. Imaging demonstrated the inferior filter to be malpositioned in the left common iliac vein extending into the caval confluence with some limbs extending beyond the caval wall. Approximately three months post filter deployment, the patient was scheduled for filter retrieval. A snare device was removed the detached fragment. The inferior filter was snared but was unable to be removed due to the positioning of the filter. A tip deflecting wire was looped around the apex of the filter and was pulled away from the side of the right common iliac vein. The filter was pulled inferiorly but the legs remained extravascular. A second snare was placed through the sheath in an attempt to snare the hook at the apex. The filter was freed and removed through the sheath. Visual inspection confirmed the filter was removed completely intact. A recovery retrieval device was used to remove the superior filter in standard fashion. The ivc was widely patent with no evidence of extravasation. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. Based on the image review, an x-ray revealed the reported metallic object is a portion of the pusher wire. One month post filter deployment, multiple exams demonstrated the filter malpositioning in the left common iliac vein extending into the caval confluence with the retrieval hook, at or embedded in the contralateral caval. Approximately three months post filter deployment, patient was scheduled for filter retrieval. A looped snare was made to lasso the hooked end of this filter but was unsuccessful. A tip deflecting wire and a snare was used and the filter was pulled inferiorly but the filter legs remained lodged within the ivc wall and extravascular within the left retroperitoneum. A second snare was used to grab the hook at the apex of the filter. With further gentle manipulation, the ivc filter legs were freed and entire filter was captured. Inspection revealed the filter was completely intact. Therefore, the investigation can be confirmed for filter tilt, perforation of the ivc, deployment issue and retrieval difficulties. However, the investigation is inconclusive for limb detachment and filter migration. Per the provided medical records, the filter was deployed in a transverse position over the iliac vein. Additionally, the filter stayed closed post deployment. Per the current IFU, "position the retrieval hook 1 cm below the lowest renal vein." Therefore, the improper deployment likely contributed to the reported deficiencies. However, the definitive root cause is unknown. Labeling review: the current IFU(instructions for use) states: precautions: position the retrieval hook 1 cm below the lowest renal vein. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that allegedly the ivc filter was misplaced at deployment. Upon completion of a femoral deployment it was noticed that the filter was deployed close to the bifurcation and was tilted. Without attempting a retrieval, and using the same femoral approach, the physician deployed a second filter just above. According to films, the placement of the second filter was perfect. Subsequently, the patient was being seen at a different hospital and on an incidental finding, under fluoro, it appeared that there was a metallic object located between the two filters. The source of the metallic object is unknown. The patient is reported to be asymptomatic; however, will undergo retrieval of the metallic object and both filters. The patient has multiple comorbidities, including neurological issues. No patient injury reported. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and for intraventricular bleeding. At some time post filter deployment, it was alleged that the filter had tilted and embedded in the wall of the ivc, perforated the vena cava wall, detached and migrated to the renal vein. The filter and detached filter struts were removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was not provided. The filter was not evaluated, as it remains implanted. The event is still under investigation.